Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer wife reported via phone call that they experienced low blood glucose level of 53 mg/dl. Customer wife over estimated her husband carbs and caused blood glucose reading to become low. Customer gave her husband orange juice. Customer wife was advised to suspend the insulin pump and disconnect from the therapy until her husband gets to normal range. Customer was advised to treat her husband by following healthcare guidelines. Insulin pump will not returning for analysis.